Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of balloon leaked in an unknown anatomy.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during an unknown procedure performed on (B)(6) 2023. The anatomical location of the procedure is unknown and is being reported as it may have occurred in the esophagus. During the procedure, when the balloon was inflated, water came out. No patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.